Manufacturer narrative:
On 10/22/1997, the physician informed the manufacturer's (MFR) representative that an arteriogram revealed external compression on the device catheter which was corrected. Additionally, the physician stated that the device was not leaking from the device septum as reported. The device was not defective and remains implanted for continued use in the pt's therapy regimen. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any manufacturing variances related to this event. Based on the information provided by the physician, this event was not related to the device or a device malfunction. The problem appears to have been resolved and the device remains implanted for continued use in the pt's therapy regimen. No further details are available. The MFR is now closing the file on this event.

Event description:
On 8/26/97, the facility nurse informed the MFR's (MFR) sales rep that the nurses were unable to administer treatment to this pt via the device because the device was leaking at the device septum when the needle was in for treatment. No further details were provided at this time.